Event description:
The customer reported "the exposure button is stuck and had to do a hard stop." This issue may refer to a loss of system functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.